Event description:
It was reported that the tissue pad on the instrument peeled off. The issue occurred during an unspecified therapeutic procedure, which was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional customer information

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, h2, h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to stress related problems, however, a definitive root cause could not be established. It is likely the following led to the malfunction: 1. During output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ·the intelligent tissue monitoring is not guaranteed to operate optimally under all procedures. The output stop function of the intelligent tissue monitoring does not work in all cases because it depends on several factors such as patient condition, living tissue condition, living tissue type, how the instrument handle is gripped and how a part of living tissue is grasped. Once a part of living tissue is divided, stop the output immediately regardless of absence of the stop tone. Otherwise, the thunderbeat/sonicbeat instrument may be damaged. ·be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the sonicbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the sonicbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the sonicbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.